Event description:
During an in clinic follow-up, failure to capture, increased pacing impedance and deceased sensing were observed on the right atrial (ra) lead due to a lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of failure to capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.